Event description:
Post-op l-spine x-ray revealed l-5 fracture resulting in nerve deficit to lower extremities, and back pain. Surgical removal of implants were necessary and re-instrumentation was performed.